Event description:
It was reported that during a mildly tortuous, moderately calcified, distal right coronary artery stenting procedure, during pre-dilatation, a tenku balloon dilatation catheter (bdc) was advanced and with the first inflation, the balloon ruptured at 10 atmospheres. The bdc was removed and another non-abbott bdc was used for the procedure. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide cath: axess6f jr4. (B)(4) - tenku air bleeding was done inside the patients anatomy - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the tenku rx instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5(1) through 5(6), if necessary). Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The type and g5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.